Event description:
The customer contacted stryker to report that their device unexpectedly shut down twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device is being shipped to the stryker depot for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down twice. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The customer informed stryker that a patient was involved in the event. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker depot technician evaluated the device and could not duplicate the issue, nor verify the issue in the device logs. The customer was advised to purchase new batteries. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.